Event description:
The reporter stated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens on (B)(6) 2010 in pt's left eye. The lens was explanted on (B)(6) 2010 due to excessive vault. The lens was exchanged for a shorter lens. Pt's last visit on (B)(4) 2010, bcva 20/15.

Manufacturer narrative:
(B)(4).